Event description:
The patient stated that she is not able to accurately read the display screen of her infusion device. She stated that her vision is "not that great". She stated that since she is unable to read the bolus history screen, she has been "guessing" how much insulin to administer and has been "over bolusing." The patient stated that the paramedics have been called to her home on several occassions due to low blood glucose. The patient would not provide further information detailing the incidents when the paramedics were called. The patient stated that she would like to return the infusion device. The product will be returned for evaluation.